Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient performed peritoneal dialysis therapy with the window open. The event was manifested by abdominal pain and unspecified "bowel issues". On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date in the same month as the event onset, the patient completed the course of vancomycin. At the time of this report (also reported as "over a week ago"), the patient had recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The same month as admission to the hospital, the patient was discharged (unreported date). Should additional relevant information become available, a supplemental report will be submitted.